Manufacturer narrative:
Evaluation of the returned 5f select confirmed a fracture at the distal shaft. Based on the reported event, a guidewire was not present inside the 5f select when it became fractured. This may have contributed to the 5f select becoming fractured when tracking the benchmark over it. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a medical procedure in the right internal carotid artery (ica) using a benchmark 6f 071 delivery catheter (benchmark), a neuron select catheter 5f (5f select) and a non-penumbra short sheath. During the procedure, the physician advanced the 5f select over a guidewire through the short sheath and benchmark through the common iliac artery (cia) and descending aorta. The guidewire was then removed and the 5f select was flushed. The physician then advanced the benchmark over the 5f select for more support and once the 5f select advanced over the transition point, the distal end of the 5f select broke off. The physician then removed the broken 5f select using a snare device from the left common femoral artery. The procedure was completed using a new 5f select and a new benchmark. It should be noted that there was no alleged device deficiency or damage to the first benchmark. There was no report of an adverse effect to the patient.